Manufacturer narrative:
Pump passed the rewind and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm motor encoder error alarm due to erased history file. Unable to perform functional testing due to motor error alarm.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 70 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.